Event description:
It was reported that a cartridge change error occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.